Event description:
It was reported that the intra-aortic balloon (iab) was placed 24 hours ago in the cath lab. The pt needs bypass surgery. Currently the pt is stable and there are no pressors being infused. The rn placed a call to the hot-line because they are seeing blood flakes in the tubing and getting "helium loss" alarms. When the clinical support specialist (css) spoke to the rn, he wanted to know what they should do with the balloon. The rn stated that perfusion and the cardiologist were on their way in. The css explained that we recommend that they leave the pump off and clamp the helium drive tubing. They will be taking the pt back to the cath lab. Due to difficulties in removing the iab, the pt was taken to the operating room to have the iab surgically removed. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.